Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, while cutting the rectum, the staple could not bite the tissue well and the tissue was sliding off. The stapler was unable to fire. The surgeon was able to press the green button and squeeze the handle. There was a poor staple formation and an incomplete staple line at the proximal area. Another device was used to complete the case. There was no patient injury.